Event description:
New information received stated that the patient presented to the hospital for a lead revision procedure on (B)(6) 2019. It was noted during the procedure that the right ventricular lead exhibited signs of clavicular crush. The lead was successfully explanted and replaced. The patient remained in stable condition post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high and out of range pacing impedance, increased capture threshold and decreased r-wave were observed on the right ventricular lead. No programming change was made. The patient was stable and will continue to be monitored.